Event description:
Same case as 6000093-2006-01507. It was reported that during a ptca procedure balloon rupture occurred. The patient was an 84 year old female presenting with angina. The stenosed lesion was located in the heavily calcified proximal right coronary artery (rca). The physician attempted to pre-dilate with a maverick 2.0 balloon, (unknown length) and failed. A quantum maverick 2.0 x 12mm balloon ruptured at 20 atms. The number of inflations and to what atms is unknown. A second quantum maverick balloon of the same size ruptured at 18 atms. The number of inflations and to what atms is unknown. The physician reopened the vessel with a quantum maverick 2.5 balloon at 22 atms, (unknown length) and achieved satisfactory results with a quantum maverick 3.0 balloon , (unknown length) at 22 atms. The physician attempted to implant an unknown 3.0 x 8mm stent, but was unable to cross the lesion. No patient injuries or complications were reported. Patient status is reported as "satisfactory."

Manufacturer narrative:
The device has been returned for analysis, however additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.